Event description:
It was reported that a spectrum pump had an inoperable keypad where none of the keys were functioning during testing. During baxter's functionality testing of the spectrum pump, the keypad had an intermittent response. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response of the row 3 keys (#0, #1, #2, and #3), which was experienced during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.